Event description:
During an orthopedic surgical procedure a cell washer set on automatic delivered approximately 170 ml of blood to the reinfusion bag without having passed through the wash cycle. The nurse delivered this blood back to the patient without having noticed the problem.